Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned. Analysis found two external abrasions at 6.7 cm to 6.8 cm and at 7.3 cm to 7.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.